Event description:
The pump worked fine over the years. About 6 months prior to (B)(6) 2012, the patient started seeing a new pain hcp in (B)(6). At the first visit to the new hcp, it was noted the pump eri was (B)(6) 2012. At the time, the hcp was not concerned about implanting a new pump right away, as the pain pumps are designed to last for months past the eri date. On (B)(6) 2012, the patient had an appointment with the hcp to have pump refilled. The pump was read, and the hcp was alerted to the fact that the pump battery about to expire at the end of (B)(6) and that the pump needed to be replaced right away. The pump was scheduled to be replaced on (B)(6) 2012. The next day, the patient was driving to (B)(6) with his family. During the drive, the patient noticed he was extremely tired, flushed, in pain, and "on edge". A few days later, the hcp called the patient and stated the patient needed a psychiatric evaluation before the pump could be replaced. The patient decided that the procedure scheduled for (B)(6) 2012 would have to be postponed until he returned to (B)(6), and went to see the hcp in person. The day the patient was to return to (B)(6), it was decided he would stay in (B)(6) due to the long drive and how horrible he was feeling. On (B)(6) 2012, the pump began alarming. It was a long tone alarm. The patient was feeling better, so the patient believed the alarm was related to the upcoming eri date of (B)(6). The alarm sounded once per hour. Between (B)(6), the patient was getting sick, then better, then sick, then better. The patient felt like he was going into withdrawal for a day or 2, then would feel fine. The patient flew back to (B)(6) on (B)(6), and went to the hcp office the next morning. The hcp checked the pump and informed the patient it was working fine. He turned off the alarm and told the patient to get the pump replaced as soon as possible. The patient told the hcp that he would be more than happy to take a psychiatric evaluation, if that would expedite the replacement process. The patient made an appointment for the evaluation to occur (B)(6) 2012. That night the patient started to feel horrible, the pump alarm started to go off every 10 minutes starting around 3 am. The patient began to experience complete withdrawal. The patient went to the hcp office on (B)(6) 2012 for the scheduled evaluation. The patient informed the hcp that the pump was alarming and requested someone check it. Two people tried to interrogate the pump, but they could not get it to respond to the device they used to read it. The hcp staff consulted a device representative, who arrived and read the pump, and informed the patient it had stopped working. The patient was told his pump model had issues with regard to the battery, and the patient had been getting sick the past 6-8 weeks because his pump model was known to start and stop due to a defect. Because (B)(6) still had to give approval for the pump replacement, the pump could not be replaced that day. The alarm was shut off, so it wouldn't keep the patient up all night as it had done for the past couple of days. The patient had an appointment at 8 am the next morning with the regular pain doctor in order to figure out what oral medication the patient could take until the pump could be replaced. Another doctor that worked at the hcp office prescribed medication to help manage the patient's withdrawal and cover for the pain medication the patient would no longer receive from the pump. The patient returned home. Approximately 11 pm that night the patient started to feel better. Around 3 am, the patient woke up to the sound of the critical alarm going off again. At 7 am, the patient felt completely out of it. The patient went to the hcp office as scheduled. The patient's blood pressure was 105/63; the patient was "shocked" by this reading. The hcp interrogated the pump, and said the pump was working again. This meant the patient had received too much medication, and that explained why the blood pressure was so low. The patient overdosed because the pump was delivering medication, in addition to the oral medication the patient had taken. The doctor then turned off the alarm, and programmed the pump to infuse approximately 1% of the medication that had been infusing. The patient was instructed to continue taking the oral medication, and the patient was scheduled for pump replacement to occur (B)(6) 2012. As of (B)(6) 2012, the patient still did not know if (B)(6) approved the surgery. The past week had been a "roller coaster" trying to stay ahead of the pain and keep the withdrawals away.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).